Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause for the reported experience. Citation: peng zhao wei, shen jin. ¿ curative embolization with onyx for brain arteriovenous malformations a clinical study.¿ j intervent radiol. Vol.22, no. 2; 2013. Doi:10.3969/j.issn.1008-794x.2013.02.002 mdrs related to this report: 2029214-2017-00526 2029214-2017-00527 2029214-2017-00528a. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature review that microcatheter entrapment due to difficulty in extraction was reported in three patients with the use of onyx. The microcatheters used in this cohort, were marathon and ultraflow, however it is unknown which catheters were used in these three cases. There was a total of 40 patients with brain arteriovenous malformation (bavm) treated between august 2008 and august 2012 with onyx.